Event description:
The health care professional (hcp) requested MRI guidelines for a scan not related to the device. It was stated that the patient's device was not working. They did not have any other details as to what was not working about the stimulator. There were no symptoms reported. Other relevant medical history includes radicular pain syndrome (radiculopathies).

Event description:
The healthcare professional requested MRI guidelines for an unrelated problem to the device. The healthcare provider stated that the patient's therapy hasn't worked for several years. No additional information was provided. It was advised that the patient follow up with the healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.